Event description:
Event description cpi received information that after multiple low energy shocks were delivered by the implantable cardioverter defibrillator (ICD) a high shocking lead impedance measurement was noted. High energy shocks resulted in impedance measurements within normal limits. The device and the lead were removed and review of the therapy history at this time noted two open lead measurement indicators after low energy shocks were delivered.